Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins never worked for their pain since implant. The patient reported that the ins was in for ¿about 6 months¿ and then was removed. No further complications are anticipated.